Manufacturer narrative:
The device was returned due to patient death. Fina analysis found the device was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-23076. Related manufacturer reference number: 2017865-2023-23077. Related manufacturer reference number: 2017865-2023-23078. It was reported that the patient had deceased due to congestive heart failure. It is unknown whether there were allegations that the patient's implantable cardioverter defibrillator system caused or contributed to their death.